Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console n-6138 failed the inspection due to defective cpu board and power supply.

Event description:
Information received by medtronic indicated that the cryoconsole shut off after one ablation and displayed ¿no input detected¿ message on the screen. The case was completed with rf technology instead of cryo. There were no patient complications. Reportable following revision to regulatory reporting criteria.